Manufacturer narrative:
Date of report: 03may2019. The manufacturer¿s international customer specialist confirmed the reported nav-ring issue. Credit issue on (B)(4).

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.